Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation found there to be no grease sealant around the seam of the where the two halves of the module come together allowing fluid to infiltrate in to the module causing components to short out resulting in heat damage. Evaluation has determined this unit as irrepairable and the device has been removed from service.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burning smell during therapy in the noveno piso care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.